Event description:
It was reported that pin pusher was not holding pins. No pieces. There is no surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary the device associated with this report was received for analysis. Visual examination of the device denoted that o-ring rubber insert is considerable damaged. Due to observed damage, it is very unlikely that the pin inserter will hold the pin during operation,, confirming the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mrae) was not performed. Added: d4 and h4 h3.